Event description:
It was reported that renasys touch pump alarm keep showing blockage on and off. There is no signs of blood clots and tubing was not kinked and canister is empty. Issue solved changing renasys tubing and canister. No injury occurred to patient.

Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation however and we cannot established a relationship between the device and the reported event. A visual inspection and functional evaluation did not reveal any defects; during vacuum testing no blockages were observed within the tubing or canister therefore a root cause cannot be determined. A potential root cause; device orientation could result in damage and inadvertent changes to therapy settings and could impact filter occlusion resulting in a blockage alarm and requiring a change of canister. Please review the instructions for use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.